Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been having multiple cartridge loading issues. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump present at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the loading issue was unable to be performed.